Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery, in an obese patient, after a diagnostic procedure. Reportedly, the device could not get marking. Two additional proglide devices were attempted with the same results. Hemostasis was achieved using a non-abbott device. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) :during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.(B)(4) .

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the evening of (B)(6), 2010. The patient indicated she manages her diabetes with insulin (humalog). Due to the alleged issue, the patient claimed she decreased her dose of insulin to 5 units less based on carbohydrates she had eaten. The following morning, the patient stated she was feeling thirsty after the alleged issue began. In spite of the symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca verified this was the first time the patient had used the subject meter and that the subject meter needed no battery replacement. The alleged power issue was no resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly became hyperglycemic after the alleged meter issue began.

Manufacturer narrative:
Evaluation of the returned device yielded the following observations: the plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port is not occluded. Marking patency was performed and the device was patent. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. Based on the investigation findings the device conformed to specification and a root cause for the reported complaint related to the device could not be determined. No manufacturing or quality issue was detected. A review of the device history record did not produce any findings relevant to this report. (B)(4).